Event description:
Ous MDR - it was reported that approx. 39 months after the implantation noise was noted. The patient was observed via home monitoring and called in. Oversensing with artefacts could be confirmed. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was subjected to extensive analysis. As part of the testing, the lead was inspected visually, electrically, and mechanically. Multiple signs of wear along the lead body were found during this inspection. The insulation was damaged due to wear approx. 56 cm distal to the df4 connector pin. This damage is most likely the cause for the artifacts observed. The damage observed indicates unexpectedly premature lead wear, which suggests severe mechanical loads on the lead. Reasons for high levels of stress on the lead in the implanted state cannot be definitively determined without x-ray images, diagnostic imaging of another type, and additional information about the patient. An accumulation of various factors should be considered. These include the in-growth response of the lead in the distal area or the formation of fibrosis at the point of contact with the myocardium. An unfavorable lead implantation position is also a known factor. Moreover, individual anatomy and especially the patients physical activities (if they involve the upper body) play a role. The shock coil was deformed, which is due to process of extraction. The production process for this device was reviewed. Production documents do not show any irregularities that could be related to the complaint. All production steps were executed correctly. In summary, there is no indication of a material or manufacturing defect.